Event description:
Report received from the USA stating that the device has a "hole in the cord." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem of "hole in cord" was confirmed; the unit had a hole/tear in the outer hose that was indicative of improper handling. If additional information is received, a supplemental report will be sent. (B)(4).